Event description:
Patient presented with high impedance and also reported pain in the generator pocket. The patient had x-ray imaging done and the images were received and reviewed. The generator was located in the patient¿s upper left chest. The connector pins were assessed to be fully inserted inside of the connector block. The filter feedthru were confirmed to be intact. The lead was observed in the patient¿s neck and appeared to be routed toward the patient¿s left chest. A strain relief bend and loop are present per labeling. Two tie-downs were present, but not placed per labeling. A portion of the lead was not routed behind the generator and the lead wires appear to be intact at the connector pins. There was a sharp angle noted in pa orion of the lead right below the electrode placement. Based on the x-rays received, the cause of the high impedance could be related to the sharp angle but this cannot be confirmed. However, the presence of microfractures in the observed lead and discontinuities in the remaining lead sections cannot be ruled out. No known surgical intervention has occurred to date. No other relevant information has been received to date.